Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-20147-03439. The manufacturer is unable to determine which lead is involved hence both leads are reported. It was reported the patient was experiencing an uncomfortable sensation described as grabby and pinching at the left occipital lead. In addition the patient also experienced lightheadedness, nausea and a few mild breakthrough headaches. The symptoms ceased when the stimulation was turned off on the left occipital lead. The patient began experiencing these symptoms following the revision which occurred on (B)(6)2017 (reference MFR. Report: 1627487-2017-01810 and 1627487-2017-01811) the stimulation was turned off and the symptoms subsided a bit. During reprogramming the symptoms reappeared and then reprogramming was performed not using the left occipital lead. Surgical intervention may be pending to address the issue.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-20147-03439. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned which resolved the issue.